Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient has not had effective therapy since being implanted. Additional information confirmed the lead had migrated. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was achieved.